Manufacturer narrative:
The product was received and the complaint was confirmed. The bottom jaw of the product was broken where it connects with the shaft of the instrument. This product is designed to retrieve sutures and is not intended for use in grasping items such as tissue or needles. Te jaw was redesigned to be more robust and strengthen the narrow cross-sections. The shear pin was also given a new heat treat process to ensure the shear pin breaks before the jaws. The design of this particular product shows that it was made before the changes were implemented. No further corrective or preventative actions are required at this time.

Event description:
The tip of the product broke off in the patient but the broken piece was retrieved by the doctor. No harm was done to the patient.